Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Retention samples were evaluated and it was not possible to confirm the incident the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that needle precisionglide 18x1-1/2in had poor package perforation. The following information was provided by the initial reporter: "notivisa difficulty detaching the packaging, causing it to break."